Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump stop working after the customer took a bath with the pump. No damages to the pump were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box data found multiple unexplainable power-on-rest events in the pump history. No defect was found with the battery cap or compartment there was no evidence of moisture intrusion inside the battery compartment. Using the returned battery cap, the pump powered up to a blank display screen with auditory and vibratory features. A pump casing crack was found at the upper right corner of the display lens. A casing leak was demonstrated in a leak test. Pump casing was opened and evidence of moisture intrusion was found throughout the pump interior. A clear and legible display was restored when the pump display was replaced with a test screen. The reported intermittent power issue could not be fully investigated due to the blank display and moisture intrusion.